Manufacturer narrative:
Block b5 has been updated with the additional information received on april 15, 2025. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand block h11: the complaint device was not returned; therefore, product analysis could not be performed. However, images were provided where it can be observed the stent within the patient's anatomy with evidence of expansion problems. Based on this evidence the reported event of stent failure to expand was confirmed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pseudocyst during a hot axios cyst drainage procedure performed on (B)(6) 2025. During the procedure, the stent did not expand, and a hurricane balloon was used to expand the stent. The procedure was completed using the original stent. There was no patient complications reported as a result of this event. ***additional information received on april 15, 2025*** it was reported that both the first flange and second flange of the stent were difficult to expand. Additionally, the stent was able to be deployed in the correct location and the physician is comfortable leaving the stent in place. The patient's condition after the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pseudocyst during a axios cyst drainage procedure performed on (B)(6) 2025. During the procedure, the stent did not expand, and a hurricane balloon was used to expand the stent. The procedure was completed using the original stent. There was no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.